Event description:
The customer reported battery issues. The device was having power issues.

Manufacturer narrative:
(B)(4). There was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.